Manufacturer narrative:
Section h6 results code of the initial medwatch report indicates: operational problem identified. Section h6 results code of the initial medwatch report should indicate: software problem identified. Section h6 conclusion code of the initial medwatch report indicates: cause not established. Section h6 conclusion code of the initial medwatch report should indicate: cause traced to software coding. Section h11 of the initial medwatch report indicates: stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section h11 of the initial medwatch report should indicate: stryker evaluated the customer's device and verified the reported issue. The technician confirmed with the customer that the user was attempting to run a user test immediately after powering on the device. The root cause was determined to be a software issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause of the reported issue could not be determined. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer¿s device, stryker observed that the device had logged an event code in the memory which is related to a potential issue of the device to deliver energy. There was no patient involvement reported with the event.